Manufacturer narrative:
The pump functioned properly during the unexpected restart test. No unexpected restart alarm was noted during testing. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. However moisture damage was found on the electronic and motor assembly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received general unexpected restart alarm on their pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.